Event description:
Boston scientific recieved information that the lead exhibited an increase in impedance but was stable. (B)(6) dr. (B)(6) date of onset (B)(6) 2010. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).